Manufacturer narrative:
Additional information: a1, a4 (weight in lbs), d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. Medtronic was notified of the following reported condition - the capsule did not attach to the esophagus and fell onto the patient's airway. The capsule was retrieved using forceps. The patient required intubation due to the malfunction. A second capsule was used, and it was able to attach successfully. One fgs-0635 cf delivery dev caps bravo x5 device was returned for analysis. Visual inspection noted that the bravo delivery system was inspected under magnification. Adhesive was noted on the nose of the delivery device. Based on the evidence available the reported condition was confirmed. The most likely cause was determined to be manufacturing related. A process improvement has been initiated to prevent this condition from recurring. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the capsule did not attach to the esophagus and fell onto the patient's airway. The capsule was retrieved using forceps. The patient required intubation due to the malfunction. A second capsule was used and it was able to attach successfully.